Event description:
It was reported that during an unk procedure, the instrument produced a strange sound and was not optimally working. A piece of the instrument was found in the pt. Unk how case was completed.

Manufacturer narrative:
Info anticipated, but unavailable at this time.